Event description:
Inbound. Patient reported no disposable clamp tubing alarm on pump. Turned pump off/on, reseat cassette, and cleaning pump metal sensor did not resolve issue. Switched to backup pump with the same alarm. Pre­ filled cassette sent on (B)(6) 2022 #7, lot mx011j01p1. Patient switched to new cassette, pump infusing without issue. No further details provided.